Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of mis tibia. It was reported by the patient's counsel that the patient also received a tm patella implant on (B)(6) 2008 and was revised on (B)(6) 2011 due to pain. Note that the mis tibia is not zimmer tmt design control, but the tm patella is within zimmer tmt's design control.